Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the conductor cable of the fenestrated bipolar forceps became loose and the user was unable to open and close the jaws. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use, and there was no damage or anything out of the ordinary. The internal conductor wire was not exposed. The fenestrated bipolar forceps instrument cable was loose, and the jaws were difficult to open and close. There was no loss of cautery, thermal damage, or arcing. The fenestrated bipolar forceps instrument did not collide with any other instruments. There were no issues removing the fenestrated bipolar forceps instrument through the cannula. There was no fragment falling into the patient. The patient did not return to the hospital to any post-surgical complications. The customer completed the procedure with a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported issue was confirmed. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the yaw pulley. The wire insulation was not damaged. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on all three attempts. Additional investigation found a dislodged grip cable crimp outside of its original position. The grip cable crimp was not seated inside the grips. In addition, the instrument was found to have a broken bipolar yaw pulley. Broken piece could possibly be missing as a result of breakage.